Event description:
The event is reported as: complaint alleges: a catheter was inserted in the morning and at 2:30 pm the medical staff noted that the funnel had broken off from the shaft. No reported patient injury. Patient current condition is fine.

Manufacturer narrative:
Sample has not been received by MFR in time for this report.